Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one pump was returned for analysis in used condition. Visual inspection found the device was in good condition. Review of the event history log shows many times "cassette not attached properly." Functional testing confirmed the customer reported issue. The device alarms "cassette not attached properly." The investigation determined that the downstream occlusion (dso) sensor needed to be calibrated or replaced. The dso sensor will be calibrated or replaced.

Event description:
It was reported that the pump's cassette recognition was defective. There was unknown patient involvement reported.